Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-07009. Follow up information identified the patient underwent surgical intervention to remove the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07009. It was reported the patient will undergo surgical intervention due to ineffective stimulation and the need for an MRI. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.